Manufacturer narrative:
Batch review performed on 28-feb-2023: lot 162502: (B)(4) items manufactured and released on 25-may-2016. Expiration date: 2021-05-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 5 years and 5 months after the system has been implanted, the patient came in reporting pain due to tibial tray loosening and the cause is unknown. The surgeon revised successfully the tibial tray and insert. The patient was previously revised from competitor to medacta implants.